Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure found during investigation was confirmed. The root cause could not be identified. According to the investigation, the cause of the reported issue is related to stress, such as component damage or degradation, from reasonably known information. The most probable cause of this complaint is anticipated or random component failure, not a design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the endoeye flex deflectable videoscope adhesive part of the curved rubber was found missing. There was no patient involvement.